Manufacturer narrative:
(B)(4). The device was reported to have been discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, the starclose se clip was deployed without issue. When pulling out the starclose se device, it felt as if the vessel was being pulled as well. Force was used to pull the device out of the artery; however, there was no tissue damage reported. Hemostasis was achieved with starclose se clip. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.